Event description:
Major pump unit(s) involved: blood pump; xve.specific component(s) involved: pump drive unit malfunction;xve blood pump grinding sound.causative or contributing factor: no specific contributing cause identified.intervention(s): replacement of pump;type: lvad.

Event description:
Major pump unit(s) involved: blood pump.specific component(s) involved: pump drive unit malfunction.